Event description:
The patient reported dentist recommended to stop treatment due to recession and mobility.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Report #3031789024-2025-00252 is a duplicate of report #3014845255-2024-05801 issued on 1-15-2025.